Event description:
Pt called FDA medwatch on (B)(6) 2012 to report problems with ascend mesh ever since she was implanted with it in (B)(6) 2012. She stated she is experiencing hemorrhage, welts, raised line welts, itchy rash, urinary and fecal incontinence, painful intercourse, emotional distress, and she says "its ruined her life." Pt stated she feels a spike-like pain in her left butt cheek 24 hours a day. She is extremely upset and says she is in a lot of pain. She stated physician who implanted her never told her all the risks. She also stated she is allergic to narcotics, so is unable to take any pain medication. As a result, she is in constant pain. She is currently seeing another physician and hopes to have the mesh removed. Pt states she is currently in physical therapy and pain management.